Manufacturer narrative:
Additional/updated information was added to reflect the seat frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken on both sides of the seat frame at the threaded insert just before the cross brace seat frame tube. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat frame exhibited cracked tubing on both seat rails at the rearmost threaded insert hole, just in front of the rear tab weldment/seat support tube. However, the underlying cause could not be determined.

Event description:
The user heard a squeaking noise and notice that the rear part of the frame is broken on the right side.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The user heard a squeaking noise and notice that the rear part of the frame is broken on the right side.